Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reports to have a blank display screen after changing batteries. Customer's blood glucose was unknown. After troubleshooting, display screen returned. Customer was advised to monitor insulin pump and battery cap would be replaced. No further information provided.